Manufacturer narrative:
(B)(4).

Event description:
Impedance was 600 ohms at implant, and now it is 250 ohms. The device switched to unipolar due to lead check. Thresholds are high as well. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.